Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgery, the lens does not come out of the injector correctly, haptic in the wrong position. Additional information has received and it states that the issue was with leading haptic. Surgery completed by using another unspecified lens. There was no patient contact and impact.